Event description:
Physician reported left side textured to smooth implant exchange. Upon the explant surgery, the physician found "intracapsular rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side textured to smooth implant exchange. Upon the explant surgery, the physician found "intracapsular rupture." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h6.